Event description:
This device was implanted on (B)(6) 2016 and was explanted on (B)(6) 2017 due to high paving threshold and loss of capture. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).